Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that interaction with the anatomy/other devices and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to advance and the reported difficult to remove; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, mid left anterior descending coronary artery. The 190cm hi-torque (ht) balance middleweight (bmw) universal ii guide wire was able to cross the lesion. A 2.5x12mm trek balloon dilatation catheter (bdc) was backloaded and advanced over the guide wire but met resistance. The trek balloon was inflated at the lesion and deflated for post-dilation. During removal of the trek bdc, the balloon stuck with the guide wire and was forcefully pulled out. It was noted that difficult advancement and removal was due to the ht bmw universal ii guide wire. An unspecified guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.